Event description:
The olympus representative reported the evis exera iii gastrointestinal videoscope had an air leak. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle had a foreign object due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle had a foreign object due to insufficient cleaning noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to cut of the bending section cover due to external factors. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The curved pipe may fall down due to handling. The bending part of the bending tube and the connecting part of the hosiery tube rotated. The connection between the bending section and the flexible tube was damaged due to external factors. The insertion tube was damaged due to external factors. Dirt was on the insertion tube, which was difficult to remove due to handling (insufficient cleaning). Wrinkles were in the insertion tube due to external factors were observed. The bending section cover was cut due to an external factor. The bending section cover adhesive was missing. There was liquid leakage to the scope connector due to handling. The scope connector contacts were discolored due to handling. The scope connector contacts paint was peeling due to handling. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The suction cylinder was scraped due to external factors. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter in the nozzle could not be identified. Olympus will continue to monitor field performance for this device.